Event description:
Arjo maxi move lift was used to assist resident off the floor, when resident's body was 2 inches off the floor the main stem attaching to the base of the lift near the floor broke off. The entire lift without the balance legs, fell forward injuring a cna and sending her to the emergency room. The lift fell toward the resident who at this time states she is ok. Our investigations concluded that there was no user error by our employee, there was no way to avoid the breakage of the steel.